Event description:
Ted reports the analyzer leaked water onto the floor and into the walkway while performing maintenance. User said he cleaned up the leak, and the analyzer does not appear to be leaking further. No one has slipped and no pt results have been affected.

Manufacturer narrative:
The field service rep determined the module was misadjusted and adjusted module. Performed an incubator bath exchange with no further issues and to verify analyzer performance.